Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2022-01650. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Event description:
Manufacturer's ref.#: (B)(4).